Event description:
It was reported that the rv (right ventricular) threshold increased, with possible fracture also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407652 lead implanted: (B)(6) 2011. (B)(4).